Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for an incision check about a week post implant. At the check, mild swelling was noted at the incision site and no interventions were required. It was also noted that the patient had an elevated heart rate. A chest x-ray showed ¿small left and trace right¿ pleural effusions. No interventions were done. The patient also commented that they had been feeling a ¿hiccup sensation¿ since being discharged from the hospital which was diaphragmatic stimulation from the left ventricular lead. The lv output was decreased to try and correct this. The lv lead remain in use. The next day the patient began to experience pleuritic chest pain which progressively worsened. The device was interrogated and showed normal function and elevated right ventricular threshold. Several days later, the pain was significantly worse and the patient developed shortness of breath and light headedness. While being driven to the hospital by their spouse, the patient experienced a brief vasovagal syncopal episode. The patient was hypotensive upon arrival at the hospital with tachycardia. The patient was treated with IV fluids for hypovolemic shock. A chest x-ray and computerized tomography showed left pleural effusion. A chest tube was placed and bloody pleural fluid was noted to be a hemothorax. The patient was admitted to the hospital with left sided hemothorax which was found to be due to a right ventricular perforation. An echocardiogram showed trivial pericardial effusion. The patient subsequently underwent a sternotomy with repair of the perforation, drainage of the left thoracic hematoma and drainage of the pericardial effusion. The right ventricular lead was explanted and replaced. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.